Event description:
The patient sustained four small, deep, full thickness burns on the upper back, where the return pads were placed. The clinic has declined to provide specific details about the treatment, burn, or patient. However, they provided photos showing the burns on the patient's back. The device is scheduled for inspection and testing.

Event description:
This is a follow-up to the initial emdr filed on november 25, 2024. As initially reported, the patient sustained four small, deep, full thickness burns on the upper back, where the return pads were placed. The clinic provided photos but declined to provide specific details about the treatment, burn, or patient. Since the initial report, there have been no further questions, concerns, or additional information received from the clinic. The device was inspected, and the rf log file was downloaded for additional analysis. An engineering analysis of the rf log file and the photos and information initially provided indicates that the incident was likely caused by user error. Specifically, inadequate skin contact with the return pads appears to have contributed to the burns the patient experienced during treatment. This poor contact may have resulted from the patient's positioning both during the application of the return pads and throughout the procedure. The device has since been used successfully in at least seven treatments without recurrence of similar adverse events, confirming that the device is functioning properly. This strongly suggests that the burns were the result of improper application of the return pads, further exacerbated by the operator leaving the patient unattended during the procedure. Additionally, data from these subsequent treatments indicate that the site is not fully adhering to trusculpt treatment guidelines, as return pads are not being replaced after drying the patient's skin between successive treatments. An investigation report has been finalized and filed in cutera's complaints handling system.